Event description:
It was reported that during a liver resection procedure, when firing the stapler, the device fired approx 1/3 of the way and stopped. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional followup: it appears that the reload locked out. On what tissue type was the device used? At what location on the tissue? Liver parenchyma. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Possible. Were any unexpected noises heard? If so, when? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. They had to use manual release. Was there any difficulty removing the device from the tissue? Unknown.